Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis in good condition. As the device was powered up, it displayed error code 1144. This issue is believed to be caused by an issue with the circuit board. The circuit board will be replaced in order to resolve the issue. One cadd-legacy plus pump was returned for analysis in good condition. As the device was powered up, it displayed error code 1144. This issue is believed to be caused by an issue with the circuit board. The circuit board will be replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed alarm 1144. There was no reported injury to the patient.